Event description:
Boston scientific received information that this device triggered an alert, indicating the devices' voltage was too low for projected remaining battery capacity. No adverse patient effects were reported. Boston scientific's technical services reviewed device history, confirming the behavior of this device was indicative of a product malfunction. The manufactures recommendation at this time is for the patient to return for product explant, ideally within two weeks to ensure critical therapy is not compromised.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.

Event description:
Subsequently, the patient returned for intervention and the product was removed from service. Another boston scientific device was successfully implanted and the explanted unit is intended to be returned for a post market evaluation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--